Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the implantable neurostimulator (ins) is implanted in the right leg for the tibial nerve. However, on (B)(6) 2017 the ins migrated a couple of inches, and was moving around a lot, and causing a lot of pain. The consumer was scheduled for surgery on (B)(6) to move the ins to the lower back or gluteal area, but they wanted to get in touch with the manufacturer¿s representative (rep) prior to this because they noticed a change in stimulation coverage on (B)(6), and wanted to know if this could be fixed through reprogramming or if it would need to be fixed during surgery when they move the ins. The consumer was going to follow-up with the healthcare provider (hcp) in regards to reaching the rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.